Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the cause of the motor stalls was not determined. It was reported that the stall recurred while the patient was at the clinic. The motor stalls had not been resolved, and the patient's rate was decreased as well as being started on oral baclofen. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving 500mcg/ml baclofen at 230.8mcg/day via an implantable infusion pump for intractable spasticity. It was reported that there was a motor stall seen at the initial interrogation of the pump. The patient did not recently have a magnetic resonance imaging scan. The pump status and/or event log reported that a motor stall occurred. A motor stall occurred on (B)(6) 2018 at 09:37 and recovered on (B)(6) 2018 at 3:32. Another motor stall occurred on (B)(6) 2018 at 5:26 and a motor stall recovery occurred on (B)(6) 2018 at 10:07. The hcp reported that at the times that the pump stalled the patient was either sleeping or on their farm. The hcp stated they would discuss pump replacement with the patient. The patient experienced an increase in spasticity. The hcp reported that the patient also takes oral medications for spasticity. The hcp discussed with a technical representative programming the pump to minimum rate in the unlikely event that the pump were to recover on its own. The hcp reported the pump was not able to be replaced the night of (B)(6) 2018 so the patient would be covered with orals and they don¿t want to have the patient get too much meds if the pump were to come back on. No further complications were anticipated/reported.